Event description:
The customer experienced fast flow during pt infusion. The total fill volume was 60 ml. The device contained 30mg of tarasyn and 50mg of demerol in normal saline. It was reported that the nurse checked the device approximately 18 hours after attaching to the pt. She found that approximately 20 ml of the medication infused without pressing the pt control module. No pt injuries or medical interventions were reported with this event. Info was not available regarding the device set-up.